Event description:
A pk papyrus covered stent system was selected for treatment of a heavily calcified lesion (90 percent stenosis degree) in the distal lad. The stent could not be delivered to the target lesion and upon removal of the guiding catheter, the stent stripped off the delivery system. Another pk papyrus was used but also dislodged and is reported separately. The perforation was sealed with balloon tamponade. The patient was discharged home.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.